Manufacturer narrative:
Internal insulation abrasion under the svc shock coil was noted at 26.8-28.1cm from the helix. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 21.4-21.5cm from the helix. The etfe coating was abraded at the same location. This is consistent with the field complaint of noise and sensing anomaly.

Event description:
It was reported that the lead will be explanted due to non-sustained lead noise. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
New information notes that prior to explant the patient experienced fatigue, weakness and shortness of breath. Lead fracture was suspected.